Event description:
Caller reported pt receiving treatment from hospital for dka. Caller indicated that pt was treated with IV insulin and released. Caller indicated a second time that day he was admitted to the hospital with elevated blood glucose (380 mg/dl). Caller indicated that pt switched to backup device. Caller indicated that patient was goind through puberty and this may be the cause for the elevated blood glucose levels.